Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported groshong catheter 7617405 is unusable due to contamination and damage to the original packaging, they requested to replace the catheter. No other information was provided.

Event description:
It was reported groshong catheter 7617405 is unusable due to contamination and damage to the original packaging, they requested to replace the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged packaging is confirmed; however, the root cause could not be determined. The product returned for evaluation was a sealed groshong nxt clearvue kit. The clear, hard plastic was observed to be damaged on one of the corners of the tray. The corner was flattened and scratch marks were observed. The corner was observed to be dirty. No other contamination was observed within the sealed kit. The damage observed on the packaging may have occurred due to exposure to excessive heat. Transportation and handling may have also contributed to the damaged packaging. It could not be determined when/how the damage occurred and if other conditions contributed. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.